Event description:
It was reported that the patient stated the green power light was lit on the carelink monitor (clm), however, when the gray antenna head of the clm was placed over the patient's device, the patient pushed the power button on the clm and nothing happened. A new clm was ordered. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the printed circuit (pc) board assembly was corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.